Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. Customer's blood glucose was 183mg/dl at the time of incident. Troubleshooting found that the alarm could not be cleared. The product will be returned.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected power error noted during testing. However, power error and low battery alarm noted in trace download analysis due to intermittent non-sleep anomaly software error. Unit was received with cracked retainer, minor scratched display window, fading serial number label and scratched case.